Manufacturer narrative:
As of today, this laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse could not replicate the error code 65 allegation, however, the fse found that the scanner was making chirping noises, and when firing the beam would pulse when engaging the pedal. The scanner was updated and loaded with new parameters, which resolved the issue. Since a chirping sound coming from the scanner. Was identified, the reported event was confirmed. Based on the available information and analysis results, the issue was resolved after the activities performed on the scanner. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, the console issued error code 65. It has a chirping sound when hooking up the scope. The console was restarted three times, and the ready button was pressed but the error still came up. This event occurred before procedure; however, the patient was already under general anesthesia and the procedure had to be cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was serviced onsite by a field service engineer (fse). The fse could not replicate the error code 65 allegation, however, the fse found that the scanner was making chirping noises, and when firing the beam would pulse when engaging the pedal. The scanner was updated and loaded with new parameters, which resolved the issue. Since a chirping sound coming from the scanner was identified, the reported event was confirmed. Additionally, the micromanipulator scanner was returned to our laboratory for visual inspection. The mirror had small spots on it, causing the component to not pass the visual inspection. Based on the available information and analysis results, the issue was resolved after the activities performed on the scanner.

Event description:
It was reported that, the console issued error code 65. It has a chirping sound when hooking up the scope. The console was restarted three times, and the ready button was pressed but the error still came up. This event occurred before procedure; however, the patient was already under general anesthesia and the procedure had to be cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that, the console issued error code 65. It has a chirping sound when hooking up the scope. The console was restarted three times, and the ready button was pressed but the error still came up. This event occurred before procedure; however, the patient was already under general anesthesia and the procedure had to be cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.